Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, self test, displacement test and motor test. No unexpected rewind anomaly or drive/motor anomaly noted during testing. (B)(4).

Manufacturer narrative:
The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that insulin pump did not alarm. Customer saw the gap between reservoir and tubing process. Customer was able to push insulin through the tubing with the plunger and once placed in the insulin pump the piston would not reach the reservoir and insulin pump did the rewind and load process twice and the insulin pump would not push any insulin out. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.